Event description:
It was reported that the customer had seizures due to low blood glucose levels. The customer stated that they were not feeling well, and could not see. Customer declined troubleshooting. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.